Event description:
User experienced a leak from behind the analyzer. No patient samples were involved. No operators were harmed. The field service representative was unable to determine a cause. He noted the analyzer was operating properly with no leaks.